Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported product deficiency and the product was not returned. Dissection, angina, and restenosis are known adverse events as listed in the multi link penta instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
The following event was noted through a periodic article review. During the procedure in 2003, a 4.0x13 penta stent was implanted in the proximal left anterior descending artery overlapping distally with a proximal non-abbott stent. A non-abbott stent was also deployed into the first diagonal artery. Dissection was noted in the mid left anterior descending artery. Two graftmaster stents were deployed overlapping for treatment of the dissection, a 4.0x12 across the first diagonal artery and a 3.5x12 overlapping distally. Final angiographic results were acceptable with timi ii flow to the distal lad and patent septals. The patient was discharged well and remained asymptomatic for many years. In 2008, the patient developed severe chest pain. Restenosis of the penta, non-abbott, and graftmaster stents was diagnosed. Balloon angioplasty was performed successfully. Repeat angiogram on (B)(6) 2009 revealed a patent lad with moderate isr and timi iii flow. No additional information was provided.